Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead could not connect to the device. It was noted that no clicking sound was heard when attempted to tighten the screw. The screwdriver was replaced; however, the lead still could not be connected. Another device was used with no issues. Patient was stable.

Manufacturer narrative:
The reported event of setscrew not tightening was not confirmed in the laboratory. Analysis found stripped set screw, consistent with damaged septum material inside set screw cavity preventing full insertion of the torque wrench. Visual inspection of the torque wrench found no anomalies.